Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures error confirmed in the device history, problem isolated to electronic assemblies. No damage to retainer noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer inquired via phone call about the audio issue and reported that the device was no longer alarming for high blood glucose alerts. The customer¿s blood glucose during the incident was 359 mg/dl. The device passed the self test during the call, however, it was reported that the audio issue was recurring and intermittent. Details regarding symptoms or treatment of their high blood glucose levels were not provided. It is unknown whether auto mode was used at the time of the incident. The device will be returned for analysis.